Manufacturer narrative:
Note: model number ¿1256t¿ in medwatch form is incorrect.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead had eroded, and a pocket revision procedure was performed. No patient consequences were reported.